Event description:
It was reported that the patient is septic and has an infection. The device and leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the partial lead was returned in segments and analyzed. However, the proximal conductor was fractured. All conductors were cut and stretched. The proximal conductor had blood/body fluid (not obstructed). All insulators were breached cut. The outer insulation had a cosmetic depression and the lead was stretched. (B)(4): the partial lead was returned in segments and analyzed. No anomalies were found. However, several conductors had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. (B)(4): the device was returned and analyzed. No anomalies were found.